Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phasein etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. Customer reported that during a procedure they could not record a pressure due to the rapid repeated display of pressure data. The customer was advised to reboot the hemo pc to correct the condition (they had disconnected the etco2 module earlier). The customer indicated that the doctor refused to allow the pc to be rebooted during the procedure.